Manufacturer narrative:
Patient information was unavailable from the site. A site representative declined to provide patient information. A medtronic representative inspected the imaging system on-site, and a software investigation was completed. On-site investigation was not able to reproduce the generator overload error but it was verified to be in the system logs. Will continue to monitor and check in with customer. Imaging system is operational. In reviewing the logs for the software investigation: received generator overload condition; performing dark frame detection; approx 589 dark frame(s) detected; displayed the following message to the user: "generator overload error has occurred. Early termination of the 3d scan has occurred. Images may be compromised and inadequate for navigation. Please ensure that the image acquisition switch is pressed throughout acquisition. If problem persists, please contact medtronic technical services." The behavior described is the intended behavior of the software. Software is functioning as designed. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system encountered a generator overload error, and 3d image could not be acquired. The use of the imaging system was discontinued because of this issue and the procedure was completed successfully with the use of a c-arm. There was a reported delay to the procedure of less than 1 hour due to this issue, and the patient was not impacted.